Event description:
On 24-apr-2026, the following information was received from the swedish medical products agency: on (B)(6) 2024, the patient underwent bilateral breast lifts and post-operatively developed partial wound rupture with increasing localized eczema, raising suspicion of a contact allergy to a component of the dressing material which included 3m¿ cavilon¿ no sting barrier film. On (B)(6) 2025, the patient underwent revision surgery with renewed suturing and again developed contact allergic eczema. The eczema was treated with topical corticosteroids, and the patient also received oral antibiotics due to suspected infection. Contact allergy confirmed via epicutaneous test with dilution series against 3m¿ cavilon¿ no sting barrier film via occupational and environmental dermatology. On (B)(6) 2026, the following additional information was provided by the physician: the patient experienced a skin reaction to the lower breast where 3m¿ cavilon¿ no sting barrier film was applied, followed by suture rupture (unknown cause of suture rupture). The skin reaction also spread from the application area to the abdomen and the upper arms. Multiple non-3m dressing components were used in addition to 3m¿ cavilon¿ no sting barrier film and parts of the surgical site were under tension due to the mastopexy. The reaction was successfully treated with betnovat and hydrocortisone ointment. In (B)(6) 2025, contact allergy to 3m¿ cavilon¿ no sting barrier film was confirmed via patch test.

Manufacturer narrative:
No photos or samples were available for evaluation by solventum. No lot number was provided, thus no batch record review or retain testing could be performed. Based on the description of the event, the root cause of this issue is most likely an allergic reaction related to the 3m¿ cavilon¿ no sting barrier film solution; however, could not be confirmed. Solventum will continue to monitor. The product labeling has the following warnings: carton label: allergy alert: this product may cause a severe allergic reaction symptoms may include: wheezing/difficulty breathing, shock, facial swelling, hives, rash. If allergic reaction occurs, stop use and seek medical help right away. Product insert label: should redness or other signs of irritation appear, or if redness or signs of irritation persist, consult a physician. Avoid contact with the eye. Use of other barrier products, ointments, creams or lotions may significantly reduce its effectiveness.